Event description:
It was reported that a user experienced hyperglycemia after announcing lunch while using the ilet with a g7 sensor and an inset 6 mm 23" infusion set, with no delivery alarms or leaks noted and a confirmatory fingerstick of 336 mg/dl; during troubleshooting the user changed the infusion set and later found the removed cannula was bent. Symptoms included elevated blood glucose. Outcomes included improvement in glucose after the infusion set change. Investigation included telephone troubleshooting and user-guided inspection of the removed infusion set. Investigation of this case revealed a bent cannula consistent with infusion set/cannula damage leading to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user interface or handling-related infusion set issue resulting in hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.